Event description:
During an attempt to place a midline catheter, the guidewire became stuck in the patient's arm (noted to be located in subcutaneous tissue). There was difficulty in backing the wire out, therefore, vascular surgery was consulted. As attempts were being made at wire removal by vascular surgery, the wire broke. A medical decision was made to leave the broken piece of the wire inside the patient. This was reported as the 3rd time in which this proceduralist has seen the wire tip encircle itself into forming a small knot. In the previous 2 cases, the wire was simply removed. In this case, the wire became stuck and required consultation by vascular surgery and a trip to the operating room for attempted removal of the wire. Note: this guidewire was used while attempting to place a bard powermidline catheter.